Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough, sion blue; guide cath: heartrail il 4.0. Evaluation summary: the device was returned for analysis. The shaft separation was confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that after pre-dilatation with a non-abbott balloon catheter, the xience xpedition 3.0 x 15 mm stent was attempted to be delivered to the lesion. No resistance was noted during advancement of the device. However, a back-flow of blood was noted during advancement in the guiding catheter. Therefore the xience xpedition stent was attempted to be retracted from the guiding catheter, during which, the shaft of the xience xpedition separated outside the guiding catheter. No resistance was experienced during removal. The distal separated portion was able to be removed from the guiding catheter by hand. A non-abbott stent was implanted and the procedure was completed without issue. No patient adverse effect and no clinically significant delay were reported. No additional information was provided.